Event description:
A physician reported a pt who rec'd her first skin test on 27 may 1997 and a second skin test on 24 july 1997 in the forearm. Approximately one month after the second test, the pt developed pain, swelling redness and a white bump at the retest site. On either 14 september 1997 or 15 september 1997, the retest site became bright red, hard and hot to the touch. On 18 september 1997, the pt informed the physician of these symptoms. The physician diagnosed a positvie skin test and prescribed oral tylenol for the pain. The pt declined therapy with cortisone.